Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site: on 12/1/16 - checked error log file and couldn't find any problem with the system. Asked the radiologic technologist (rt) to perform x-ray, and 3d spins passed successfully. The rt confirmed that the system is working fine. On 12/2/16 - corrupted mobile view station (mvs) application software caused the system to crash. Also found a problem with pleora. Re-installed the software and tested the system. The issue was resolved. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during an electrode placement procedure, the imaging system was positioned around the patient, and 2d images were acquired. When the user attempted to use the system later in the procedure, it had lost power. It was reported that the power switch was in the on position when this occurred. The system was rebooted, and the system then prompted the user to "hold 'm' to calibrate motion". The motion calibration could not be completed since the system was positioned around the patient. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was completed successfully and the patient was not impacted.